Manufacturer narrative:
Concomitant medical products: product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 37754, serial# (B)(4), product type: recharger; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported the patient felt stimulation in their chest when lying down. Stimulation was programmed for their back and legs. The change occurred the day of the call. The patient was able to connect while on the call and turn stimulation on. Adaptive stimulation was on. All other positions were fine. The chest pain subsided when the patient turned stimulation off. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.